Event description:
On (B)(6) 2010, patient reported, the down button infusion device worked intermittently. Complaint began (B)(6) ago when patient attempted to deliver a bolus. Both up and down buttons responded correctly during troubleshooting call. Infusion device has been in use for 4 years and patient delivers approximately 3 boluses per day. Down button pops up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or secondary party to address the issue.